Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cautery wand was sticking inside the tool port and shaft. Jaws were inserted the proper way. There were slightly abnormal resistance initially, throughout the case it got worse. Nothing was used for lubricant initially, did try saline during the harvest with no help. At one point the harvester said that bleeding occurred when they were jerkily advancing the wand on a vein branch. Bleeding was minimal. Managed by cauterizing the branch. No transfusions was needed. They were able to cauterize the branch with no issue. The vein was not harmed throughout the harvest and no issues to the patient.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cautery wand was sticking inside the tool port and shaft. Jaws were inserted the proper way. There was slightly abnormal resistance initially, throughout the case it got worse. Nothing was used for lubricant initially, did try saline during the harvest with no help. At one point the harvester said that bleeding occurred when they were jerkily advancing the wand on a vein branch. Bleeding was minimal. Managed by cauterizing the branch. No transfusion was needed. They were able to cauterize the branch with no issue. The procedure was completed using the same device. The vein was not harmed throughout the harvest and no issues to the patient.

Manufacturer narrative:
(B)(4). The lot # 25162956 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.